Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection revealed the device was returned without anchors and suture. The actuator was fully triggered. No physical damage visible to the device. A functional evaluation revealed the actuator and actuator tip function as intended. A review of the customer provided image reveals the anchors and suture are not attached to the needle. The actuator tip has been fully actuated. The image also confirms the reported batch and part numbers. No physical damage visible. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to prematurely activate the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during an arthroscopic procedure in the process of using the "ultra fast-fix curved"; the first knot was pushed out together with the second knot, thus the suture effect was not achieved. Both ts were left secured in the patient. The procedure was successfully completed without significant delay using a back-up device. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.